Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 26-dec-2018 with the following findings: review of the black box data revealed loss of prime with low force warnings recorded. On investigation, the pump was powered on and the pump failed to recognize the cartridge during the load step. A force sensor calibration test revealed the sensor was not detecting force correctly. Moisture damage was found inside the pump on the force sensor housing. The prime issue was confirmed to be due to moisture damage inside the pump; moisture ingress was confirmed through a crack near the corner of the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.